Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of embolism / embolus is listed as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2026, to treat an aorta lesion. The omnilink elite balloon expanding stent was implanted; however, after post dilatation was performed, it was noted that the stent had embolized the aorta. On (B)(6) 2026, a covered stent was used to treat the vessel and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.